Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the dislodged cannula, bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: not provided. Omnipod software app version: not provided. Operating system: not provided. Hardware: not provided. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 388 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found to have dislodged from the infusion site and bent through the adhesive. The pod alerted the patient to the high blood glucose levels. As treatment a new pod was applied.